Event description:
Customer reports strip vial is missing lot number, expiration date, and code number while using comfort curve test strips. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.